Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (1000 mcg/ml at 274.8 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease. On (B)(6) 2019 it was reported that a bridge bolus programming error occurred. The patient had come into the clinic to do a pump refill. The baclofen in the pump was changed from 1000 mcg/ml to 2000 mcg/ml. While programming, the hcp stated that she saw a print memory error as her 8840 print memory was full. When they went to update the pump, it would not update. The pump stopped for 2 minutes because of the broken telemetry. When they checked the pump, the new concentration was programmed but there was no bridge bolus. The doctor tried to program the pump back to the 1000 mcg/ml concentration and then update the pump and then program the 2000 mcg/ml to perform the bridge bolus, but the bridge bolus would not work. The doctor then decided to do a single bolus to bypass the bridge. The volume the doctor programmed for the single bolus was 20 hours and the volume was 0.2489 ml; however, the bolus volume should have been 0.408 ml (internal pump tubing volume .199 + .209 catheter volume). As programmed, the error would cause underdose as there would be an amount left of 0.1591 ml during which time the patient would be getting half of the expected dose while the remaining 1000 mcg/ml cleared from the catheter. The patient was no longer in the clinic. The hcp was going to follow-up with the doctor or the patient to see what they wanted to do with regards to bringing the patient back in to correct the programming. Per the hcp, the patient had a ptm (personal therapy manager) in case the patient had withdrawal symptoms. No patient symptoms had yet been reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8870, serial/lot# not applicable, product type: software. If information is provided in the future, a supplemental report will be issued.